Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not filling, asked if they drained it and they said no, the nurse stated it would not fill. Had them check the water level and it was reading 5 (full), the device wont fill because it was already full, asked them to drain it and refill it to try and reproduce the issue.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as reported issue could not be reproduced. Arctic sun device was not filling, asked if they drained it and they said no, the nurse stated it would not fill. Had them check the water level and it was reading 5 (full), the device wont fill because it was already full, asked them to drain it and refill it to try and reproduce the issue. Per follow up information received via phone on 02dec2024, it was reported that spoke with biomed, who confirmed device drained and refilled without issue. They noted adding cleaning solution, as they were unsure that was added previously. Denied patient use during use. Device could not be filled or drained at the time of the issue so therapy did not start. Device had been returned to service. This supplemental MDR is being submitted to capture additional information from the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. The reported event is unconfirmed, labeling/packaging review is not required. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not filling, asked if they drained it and they said no, the nurse stated it would not fill. Had them check the water level and it was reading 5 (full), the device wont fill because it was already full, asked them to drain it and refill it to try and reproduce the issue. Per follow up information received via phone on 02dec2024, it was reported that spoke with biomed, who confirmed device drained and refilled without issue. They noted adding cleaning solution, as they were unsure that was added previously. Denied patient use during use. Device could not be filled or drained at the time of the issue so therapy did not start. Device had been returned to service.